Event description:
Respiratory therapist at bedside when ventilator suddenly became inoperable and shut down. Patient removed from ventilator and manually ventilated. No harm to pt. Troubleshooting by MFR, first time to replace pneumatic board, ran without incident for 30 hrs, returned to service. Event recurred 2007, troubleshot by MFR and replaced power supply and cpu board. Ran system for 29 hrs and experienced uncommanded shut down again. Working with the vendor to look at error codes and further troubleshooting.